Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of (B)(4). There was no significant trend observed. Trending analysis by lot number was performed. The lot history from (B)(4) found there was one other similar reported incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. (B)(4). Visual analysis was performed on one cyclesure b. No media is remaining to confirm the positive bi result. The ci disc is golden in color, indicative of peroxide exposure. However, staining patterns on it are consistent with exposure to fluid at the time of processing. There are a single (B)(4) liner and single spore disc present. The liner is stained both purple and greenish-yellow suggesting that the purple media was subject to vacuum at the time of processing. There are no punctures on the outer vial or (B)(4) liner that would be consistent with false positive from external contamination. Information provided by the customer indicates that the bi was damaged after sterrad processing, as evidenced by leakage within the (B)(4) pouch. This is consistent with examination of the returned suspected positive bi. Staining patterns on the (B)(4) liner suggest that media fluid was subject to vacuum during the sterrad cycle (i.e., damaged ampoule).

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100s sterilizer. The positive bi result was found after 24 hours of incubation. The bi media from the same lot# turned correctly after the event had occurred (previous and subsequent bi results were negative). The customer reported a small amount of unknown "blueish" liquid adhering to the sterilization roll. At this time, there are no reports of injury or harm from the event. This event is being reported because the load was not successfully recalled per the IFU. The item(s) in the load were not identified.

Manufacturer narrative:
(B)(4).